Event description:
It was reported that a user experienced hyperglycemia with a highest cgm reading of 239 mg/dl after consuming a high carbohydrate meal without making a timely meal announcement while using the ilet with a freestyle libre 3 plus sensor and a cartridge-driven infusion set. Symptoms included elevated blood glucose without reports of hypoglycemia, diabetic ketoacidosis, or other adverse effects. Outcomes included user education on appropriate meal announcement timing and instruction to allow the system¿s correction algorithm to address the elevation, with glucose trending downward by the end of the call and no hospitalization. Investigation included remote troubleshooting and patient coaching focused on missed meal announcement and proper use of meal announcements versus correction dosing. Investigation of this case revealed use error related to a missed meal announcement as the likely contributor to postprandial hyperglycemia, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with missed meal announcement and not a device malfunction.